Event description:
It was reported that an ilet user experienced persistent hyperglycemia with a fingerstick glucose of 402 mg/dl after a recent supply change, and troubleshooting revealed no drops from the disconnected tubing and visible leakage at the pump base; the user uses a cartridge-driven system with prefilled cartridges and a connector/coupler was implicated, and insulin delivery was resumed after a full supply change guided by support. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a leakage related to a seal, consistent with a fluid leak and involving the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.